Event description:
It was reported that, stage one revision due to infection. Implants were removed and replaced with an antibiotic spacer. Rejuvenate stem was well fixed and had to be removed via an osteotomy, per surgeon.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes for other devices listed in this report: cat # 2030-6535-1, lot # mjty70 description: 6.5 cancellous bone screw 35mm. Cat # 2030-6530-1, lot # mjrja6 description: 6.5 cancellous bone screw 30mm. Cat # 623-00-36e, lot #mkdewl description: trident 0 x3 insert 36mm ID. Cat # nls-380000b, lot # 32143301 description: 38 rejuvenate neck. Cat # 6570-0-136, lot # 35238301 description: delta v-40 ceramic head 36/0. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.